Event description:
Technician alleged that the head of the bed is not raising.

Manufacturer narrative:
Technician stated that the bed was taken out of service, repair of this bed is unk. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.